Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via instagram the insulin pump had died. The customer¿s blood glucose level was unknown. The customer reported that the insulin pump had died last night. The customer reported that they are taking manual injection and on hold with the medtronic. The troubleshooting was not performed. The device will not be returned for analysis.